Manufacturer narrative:
One 746hf8 catheter, in the tray, was received. The outer pouch was also returned and had been opened. Examination found that the crack had compromised the sterility of the catheter inside the tray. Examination of the returned pouch found no damage. The catheter outer box was not returned for examination. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that the corner of the catheter tray was cracked. The customer believes sterility could have been affected.